Event description:
It was reported that perforation was suspected. Patient felt a sudden twitch and pain. High pacing threshold and low sensing were observed. X-ray revealed dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.